Manufacturer narrative:
Calibration and qc at the time of the event were acceptable. The field service engineer (fse) replaced the mixing paddle, adjusted the gear pump pressure, adjusted the high voltage and all instrument checks were within specifications. The issue was solved by the service actions.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t gen 5 stat (troponin t gen 5 stat) on a cobas 6000 e 601 module. The initial result was 122 ng/l. This result was reported outside of the laboratory. Two hours later a 2nd sample was obtained and the result was < 6 ng/l. The original sample was repeated and the result was < 6 ng/l. The results of < 6 ng/l were believed to be correct. The troponin t gen 5 stat reagent lot number was 416799. The expiration date was not provided.